Event description:
Reporter indicated that a pt underwent surgery during which the vns generator and lead were replaced. It was later reported that the devices were replaced due to painful stimulation at the neck. It was reported that prior to surgery, the output current had been reduced in an attempt to alleviate the pain. It was also reported that the cause of the painful stimulation was unk, but the event resolved following surgery.